Manufacturer narrative:
The device was returned to zoll medical; testing of the device was not able to duplicate the problem. Review of the clinical data suggests a communication issue between the pads and the device. However, this can not be firmly established since the electrode pads were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.